Event description:
It was reported that (1) mcm20 device was used during an unknown procedure. It was reported by the rep that when using the mcm20, it locked up and would not fire after the first clip was used. A new one was pulled to complete the case. There was no consequence to the pt.